Event description:
A report was received from a user facility that on (B)(6) 2012, a long time hemodialysis pt, had treatment interruption due to a blood leak alarm. The leak was confirmed, the blood was not returned, a new system was strung and the pt completed dialysis without further issue. The pt was asymptomatic and a blood count was drawn. On (B)(6) 2012, the pt was called to the hospital to have his blood count rechecked. The pt was admitted for observation and the pt received hemodialysis and was transfused with packed red blood cells. The pt was discharged without complication and continues with hemodialysis therapy without further known complication. There is no sample available for eval.

Manufacturer narrative:
(B)(6). The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.